Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated signs of abrasion and a rubbed through insulation at approximately 21.5 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was removed at the request of the patient. On (B)(6) 2013, the patient had received an inappropriate shock due to noise on the associated rv lead. Since then, there have been no other inappropriate shocks. The patient retained the ICD.